Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number 9431933, and no non-conformances related to the reported complaint were identified. On (B)(6) 2020, a photo was received of the affected product. On (B)(6) 2020, upon visual evaluation of the image provided in the complaint, a tear was observed at the union between shell and suture tab. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor cpx4 with suture tabs, med height, smooth 550cc deflated intraoperatively. As a result, the device was removed. There was no report of a procedural delay or any patient consequence.